Manufacturer narrative:
(B)(4)

Event description:
It was reported that during followup the phisician observed the r wave sensed in decreasing values. The physician decided that the lead could works well and an extraction could result unnecessary. The patient was well.